Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fatal error showed on device. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database size was 11gb. A technical support specialist dialed into the station upon checking, the recovery option was set to "full"; it was changed to "simple" and released, reducing the size to 10gb. A server checks revealed purge issues, which were resolved by applying internal knowledge article purge process fails due to duplicate entry in encounter or patient purgeable tables. A full synchronization was performed on the station, bringing the database size down to below 3gb. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fatal error showed on device. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event